Event description:
Per received report: during procedure, several detachment attempts were made without success, so the physician decided to withdraw the coil. At which point, the coil detached unintentionally in the aneurysm. Coil was eventually placed in the aneurysm using the pusher wire. Subsequent coils were placed and the procedure was completed with no pt injury reported.

Manufacturer narrative:
The device has not been received in our facility to date. As soon as the device is received and final analysis has been performed, a final report will be submitted.